Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 6.00mm/ 2.0cm/ 90cm peripheral cutting balloon was selected for use. During procedure, first and second inflation were performed at 10 atm but the balloon ruptured upon third inflation at below rated burst pressure for 3 minutes. The device was removed from the patient's body without any problem. The procedure was completed with a different device. No complications reported and patient was in good condition post procedure.